Event description:
It was reported that the patient felt that he had a mass growing at the tip of the catheter based on symptoms he had and device literature. Patient experienced significant change in pain within the last 2-3 weeks, pain was more intense, 'new pain with a burning and tingling sensation' and was hypersensitive to pain. Other symptoms included sweating, change in gait, dragging of right leg, shocking at catheter tip, acute pain and increased baseline pain, leg weakness, changes in bladder and bowel control. There was no specific event to cause the pain. There was a "bump" about the size of a marble at the incision site for the catheter that caused a great deal of pain, and started about 4 weeks ago. It was indicated that the patient had a lot of issues with scar tissue building up based on all of the back surgeries that he had and believed that he had an inflammatory mass. Medication was removed and the device was checked for any volume discrepancy and was negative. Healthcare provider (hcp) informed that they were to remove the pump on (B)(6) and the patient could go back to oral medications; hcp believed that the bump was a scar tissue and not an inflammatory mass. It was stated that when the hcp increased medication (usually 10% increments) it covered the pain fine for a day or two then the pain was the same as baseline. Patient was being weaned off his oral medication. It was later reported that patient was due to have imaging on (B)(6) 2011, but it was not done. Drug delivered via the device was morphine since implant, and later it was changed to hydromorphone, clonidine and another medication (named not known to reporter). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: unk, explanted on: unk.